Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field events of atrial sensing and impedance issues were confirmed in the laboratory. The cause of the anomalies was found to be due to epoxy present on the atrial ring spring which caused connection issues with the atrial lead.

Event description:
It was reported high lead impedance and no p-wave sensing observed on the atrial channel during the ICD implant due to set screw anomaly. The device was replaced and returned.